Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported, through other company representative, "would not come out of the seal pack". The device was not implanted. The device did have patient contact.

Event description:
Healthcare professional reported, through other company representative, "would not come out of the seal pack". The device was not implanted. The device did not have patient contact. Surgery was completed with a back up device.

Manufacturer narrative:
Device evaluation: the device related to the reported events tyvek or thermoform sticking was received on may 18, 2026 with lot number 1273749. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - tyvek or thermoform sticking: observed inner and outer thermoforms stuck together through visual inspection. None of the other observations performed during the device analysis deformation and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, b5, e1, h6.

Event description:
Healthcare professional reported, through other company representative, "would not come out of the seal pack". The device was not implanted. The device did not have patient contact. Surgery was completed with a back up device.